Event description:
Philips received a complaint on the efficia dfm100 indicating that the therapy port was damaged which lead to the unit failing to deliver therapy during operational testing. There was reportedly no patient involvement and no patient or user harm occurred. The device was evaluated onsite by the fse. The fse indicated that they visually observed the therapy port was physically damaged. Operational testing was completed and the unit failed testing as it was unable to deliver therapy due to the damaged therapy port. The fse determined that replacement of the therapy port, therapy printed circuit board assembly (pcba) and the system on module (som) pcba were required. After completing the replacement of the therapy port and pcbas, the device passed all testing and was returned to use. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
The failed component is returned for technical investigation. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and no anomalies were found. This pca was returned "damaged therapy port". This was not verified in lab testing. The therapy pca passed all tests during op check and performed as expected. Therefore, there is no fault found (nff) with this therapy board.